Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional testing, the device powered off without user input when tested on battery mode. A review of the event history log revealed 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged wireless battery module. The wireless battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up in the surgery department. There was no patient involvement. No additional information is available.